Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 3 mdrs for the same patient (reference 0001825034-2017-00916/0001825034-2017-00909/01276).

Event description:
During removal of a proximal tibial plate, the screwdriver fractured off into the head of a screw and the locking screw heads were also noted to be stripped and cold welded to the plate. This caused a 150 minute delay in the procedure, before the attempted removal was abandoned and the products were left implanted in the patient.